Event description:
During a lavh procedure, the shim of the pks seal open forceps detached and fell into the pt. The shim was recovered with no pt harm. Another like device was used to complete the procedure.

Manufacturer narrative:
The complaint was confirmed. The shim was detached from the jaw with the power cable, and was recovered and returned with the device. Residual adhesive on the back of the shim/insulation, adhesive built up in and around center hole on jaw, none can be seen at the other 2 holes. Conclusion: adhesive bond failure between the shim sub assembly and the jaw of the forceps.